Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition), at a rate of 60ml/hr, for a duration of 24 hours, and the delivery was started. No further programming parameters were provided. At 1915, during a change of shift report that was delivered at the door of the pt's room, the pt's condition was reported to be stable. At 2205, the nurse noted the pt was semi-comatose. At this time, it was reported that the nurse noted the device was in the standby mode instead of in the delivery mode. The pt's blood sugar level was checked, with results reported as 16mg/dl. It was reported that the pt was treated with an unspecified concentration of glucose. The customer contact stated that the event was a result of an operator error. The customer contact reported that a nurse from the previous shift put the device in the standby mode, and due to the change in shift report being delivered at the door instead of at the pt's bedside, it was not noticed that the device was in the standby mode. Though requested, no additional info was provided, including if the tpn therapy was resumed.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The device history was downloaded at the user facility. A review of the device history indicated that on (B)(6) 2012 at 2007, channel b of the device was programmed via the drug library to deliver tpn, at a rate of 60ml/hr, with a vtbi (volume to be infused) of 160ml, for a titrated duration of 2hrs, 40mins and the delivery was restarted. At 2050, the delivery was stopped and standby mode was entered, a check flowstop alarm occurred, was silenced, cleared, and the cassette was ejected. Between 2051 and 2053, a cassette was loaded, standby mode canceled, a 1300ml vtbi was programmed and for a duration of 21hrs, 40mins, and the delivery was started. On (B)(6)2012, a new date occurred. Between 0207 and 0215, 2 distal occlusion alarms occurred and cleared, 2 callback alarms occurred and silenced, delivery was resumed, stopped and standby mode entered. At 0233, standby mode was canceled and delivery was resumed. Between 0252 and 0254, 2 distal occlusion alarms occurred, silenced, basic program was stopped and started. Between 0338 and 0411, the delivery was stopped, standby entered, shift totals cleared, standby cancelled and delivery resumed. Between 1029 and 1036, 4 distal occlusion alarms occurred, silenced and cleared, the delivery was stopped and started. At 1428, channel a program cleared and the standby mode was exited. At 1550, channel b delivery was stopped, basic program was stopped, standby mode was entered. The last entry on the history provided by the customer contact indicated that at 1615, the device was on battery power. This report represents all the info known by the reporter upon query by hospira personnel.